Event description:
Open or weak seals on the minicap pouch could lead to insufficient iodine or dry sponge due to exposure to air. This may result in inadequate disinfectant properties potentially increasing the risk of peritonitis. To date, baxter has received 26 reports of serious injury and 2 reports of death that are potentially related to this issue. Refer to additional documents in i2k.